Event description:
Info rec'd that the head will not raise. No injury reported.

Manufacturer narrative:
Technician found the head will not go up due to a broken head up valve. Replaced the head up valve to resolve this issue.